Manufacturer narrative:
A review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right distal ureterectomy, neocystostomy, open ureteral stent placement, cystoscopy on (B)(6) 2013 and suture was used. The needle broke off from the suture while inside of the bladder cavity. The needle fragment was removed. There were adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: coated vicryl plus antibacterial (polyglactin 910) - vcp214h - lot ekz610. Pds ll plus antibacterial suture - pdp304h - lot ni. This medwatch report is in response to receipt of medwatch (B)(4).